Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The customer reported an article defect, defects were found with the device during evaluation, therefore we can confirm this complaint. It was found that the motor was corroded and runs not constantly. The resistance values of the keypad of the hand control set was out of range and the buttons were not functioning. Also the cable had a cut and the tissue seal was damaged and also an o-ring was missing. The motor, motor cable and the hand control set were replaced and the device was modified as per the specifications of the manufacturer, repaired, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor. The corroded motor has a tendency to stick and not turn. User mishandling of the device is the root cause of the cut in the motor cable and would have caused the damaged tissue seal and the missing o-ring. However, given the information provided, we cannot determine a definitive root cause for the defective keypad of the hand control set. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 03/06/2020 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in (B)(6) that the handpiece device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the motor was corroded and did not run constantly. There was no procedure nor patient involvement reported. No additional information was provided.